Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that increased pain and tension in the patient's legs for the past two weeks was noted, initially it was attributed to back problems. Further investigations were conducted, all of which were negative. Clinical examination showed severe spasticity in the legs. A chest x-ray was done and results were normal. Lateral port aspiration of the baclofen pump was unsuccessful; no cerebrospinal fluid could be aspirated. They suspected a dysfunction/occlusion of the spinal catheter as the cause of the increased pain and tension in the legs. The patient was admitted to the pediatrics department and started on baclofen 3x10mg. Revision occured on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0225983653, implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jan-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.